Event description:
It was reported that the patient's ipg became inoperable following an unrelated surgical procedure, prior to which the device was not set to surgery mode. Surgical intervention was undertaken on (B)(6) 2024 in which the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Section a4 - patient weight - during processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Manufacturer narrative:
The event of service app was reported to abbott. The patient's ipg became inoperable following an unrelated surgical procedure. The device was not set to surgery mode. Surgical intervention was undertaken in which the ipg was explanted and replaced to address the issue. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.